Event description:
Reporter alleged family member is in the hospital with diabetes ketoacidosis (dka) and was told by the hospital to get the blood glucose monitoring device replaced. Reporter stated family member's glucose device results were 240, 306, & 385 - 400 mg/dl and reading was hi when pt went to the hospital. Reporter stated pt was vomitting, doctor was called, and doctor advised him to go to the hospital. Reporter stated hospital device was "10-15 points off" and family member's insulin pump was removed as well as being put on an insulin drip and an IV. Reporter at the time of the report stated family member was still in the hospital. Reporter stated no controls were used. A request was made for the return of the suspect device and replacement product was sent.